Manufacturer narrative:
An extended investigation has been performed and determined that there were no issues with the librelink application that would have led to the complaint. Attempted to replicate the user complaint using a similar configuration (samsung galaxy a52, android 13, 2.8.4.9335) and was unable to reproduce the complaint. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application software version 2.8.4.9335 in use with xiaomi mi 11, android 11 based miui 12 operating system. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced loss of consciousness and was unable to self-treat, requiring treatment with glucagon provided by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc application software version 2.8.4.9335 in use with xiaomi mi 11, android 11 based miui 12 operating system. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced loss of consciousness and was unable to self-treat, requiring treatment with glucagon provided by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.